Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Sensor kit expiration date is 30 jun 2020. Medical event associated with this complaint case occurred on (B)(6) 2021 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre 2 sensor. A customer reported unspecified low sensor scans and experienced symptoms described as "serious infection, metabolic imbalance, ketoacidosis," seizure, loss of consciousness, and was taken to the hospital. A laboratory result of 60 mmol/mol was obtained and customer received unspecified treatment in the intensive care unit. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre 2 sensor. A customer reported unspecified low sensor scans and experienced symptoms described as "serious infection, metabolic imbalance, ketoacidosis," seizure, loss of consciousness, and was taken to the hospital. A laboratory result of 60 mmol/mol was obtained and customer received unspecified treatment in the intensive care unit. No further information was provided. There was no report of death or permanent injury associated with this event.